Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided. Refer to related manufacturer report number 1628664-2018-00258 for the architect c16000 analyzer.

Event description:
The customer reported a falsely depressed architect magnesium result on the architect c16000 analyzer. Sample 1 generated an initial magnesium result of 1.0 mg/dl and retest on a second analyzer generated 2.0 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation it was determined that the clinical chemistry magnesium assay, list 07d70 was no longer considered the suspect medical device. The architect c16000 analyzer, list number 03l77-01, serial (B)(4) is the only suspect medical device. MDR number 1628664-2018-00258 has been submitted and all further information will be documented under that MDR number. No longer considered a suspect medical device.